Manufacturer narrative:
Date of event: (B)(6) 2018. Philip's field service engineer evaluated the device and observed the unit constantly alarming after powering on. The diagnostic report was retrieved and codes 1118, 100b, 1127, 111b and 1007 was found in the event log which indicate disruption or loss of power. No issues were found with the low flow and low output. The power supply and motor controller were replaced. The device subsequently passed verification testing and power was restored to the unit.

Event description:
It was reported that the ventilator was alarming low flow and low output. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 29oct2018. Date of manufacturer: 27oct2018. The motor controller printed circuit board assembly was returned for evaluation. A shorted connector was identified, generating multiple error codes.